Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal was implanted on (B)(6) 2022, it was noted as decentered after implant. The surgeon attempted to manipulate the lal with instruments without resolution to the decentration problem. The surgeon stated there was no observable defect of the lal at the time, however, it was difficult to assess as the patient's pupil come down to 4 mm after the dilation has worn off. It was observed that the scrub tech may not have followed the proper lal loading techniques. The lens was left in the eye for observation. The lal was explanted on (B)(6) 2022. Upon removing the lal from the capsular bag, it was observed that the inferior haptic was bent at the optic-haptic junction. There is no information regarding what may have caused the haptic bend. The lal was safely removed and replaced with another lal (sn (B)(4), 23.0d). The lens is being returned to rxsight for evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 23.0d) was explanted due to it being decentered in the eye. Rxsight's first awareness of this event was on (B)(6) 2022.